Event description:
The line was inserted in 2000, the silicone catheter was found lying in the bed. The remainder of the device was attached to the IV tubing and the catheter itself had evidently pulled out of the hub. The entire length was accounted for. There was no harm to the pt.